Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary safely notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. During the evaluation of the device, the service technician observed visible foam particles. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician also noted error codes e055 (therapy_queue_full). The device was scrapped.